Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrial and/or ventricular patient cable connectors on the external pulse generator (epg) were broken, cracked or defective as the output connector assembly was broken. Analysis determined that the display wires were pinched with wire exposed. It was noted that the hanger assembly was broken and the lower case was cracked. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.